Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the customer understood and acknowledged.